Event description:
Customer states that he obtained a reading of 588mg/dl and took 75 units of 70/30 insulin based on that reading. He then took a 3 hour nap and tested at 488mg/dl and took another 55 units of insulin. He then tested about an hour later and felt his blood glucose was low and obtained a reading of 405mg/dl. He states his wife drove him to the hosp where they tested customer at 157mg/dl. Customer states he immediately tested on his accu-chek device and obtained a reading of 458. No controls were used. Requested return of suspect device and replacement was sent.